Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the motor, press plug, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece was running on its own while being tested. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported as a result of this event.